Manufacturer narrative:
The returned intraocular lens has not yet been received for analysis. The lens met all manufacturing specifications prior to release. The cause of this event is undeterminable at this time. All information available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Device not received for analysis.

Manufacturer narrative:
The lens was received cut in 2 pieces. The pieces were joined for testing purpose and measured for diopter. The optical inspection results showed that the lens is 6.0 diopter and not 21.5 diopter as expected. A manufacturing record review was performed and found within specifications. No additional reports of a similar nature were received for the remaining lenses in this production order. A definitive cause for this event could not be determined. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The surgeon reported a significant post-op refractive error after implantation of the intraocular lens. The patient has an undercorrection of 10 diopters. The lens was exchanged for another lens nine days post-op.